Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse in the USA of peritonitis with culture positive for serratia in a patient coincident with dianeal pd4 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). The action taken with dianeal and extraneal therapies was not reported. On an unknown date, the patient was diagnosed with an infection. The consumer was unsure if the patient had peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. Follow-up information was received from a nurse, which medically confirmed this case. On (B)(6) 2012, the patient's pd catheter was removed and the patient was started on unspecified hemodialysis. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: gd891093, gd890541, gd890426, and gd890418 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.